Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when "placing an accucath 20g 2.25in in patient arm-- access was gained but when clinician hit the safety, the needle did not retract. Safety is clearly pushed on device but needle did not mobilize."